Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 0063920. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was defective. This was discovered during use. The following information was provided by the initial reporter: when the patient was injected with mannitol in the morning, the indwelling needle was normally used in (B)(6) 2020. When the patient was injected with mannitol again in the evening, the patient's family reported fluid outflow. When the nurse went to check the situation, she found that the indwelling needle was broken at the clip, so the indwelling needle was removed, the bleeding was stopped by pressing, and a new indwelling needle was replaced.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was defective. This was discovered during use. The following information was provided by the initial reporter: when the patient was injected with mannitol in the morning, the indwelling needle was normally used in (B)(6) 2020 when the patient was injected with mannitol again in the evening, the patient's family reported fluid outflow. When the nurse went to check the situation, she found that the indwelling needle was broken at the clip, so the indwelling needle was removed, the bleeding was stopped by pressing, and a new indwelling needle was replaced.